Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the customer states when the pump is initially connected to the pcu and the door is opened, the motor "does not run". The customer allegedly has to disconnect the pump module from the pcu and reattach for the motor to run. There was no patient involvement.